Event description:
Information was received that a smiths medical cadd solis vip ambulatory infusion pump had a "dso" (downstream occlusion) error. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: returned device was received with damaged lens. Dso seal bubbled. Overlay badly discolored. Evidence of reported problem in event log was found. During the evaluation of the device the sensor was working, it just has a bubble in the seal. History shows the customer was using pump without trouble. The customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.